Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for peritonitis. The patient could not remember the date of admission, but stated being discharged on (B)(6) 2023. The patient was taking antibiotics. The patient could not confirm if the cause of the peritonitis event was related to pd treatment. No additional information was provided. Attempts to obtain additional information were unsuccessful.